Manufacturer narrative:
Replaced the tractor drive motor and door winch. We discovered damaged (h3,h6): manufacturing representative went to the site to test the system, door cable slides as well, but we replaced them as well. Unit now opens and closes as intended. Performed the system checkout. No other issues found. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, test winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows the center cog gear on the motor was missing and the center cog gear pin was bent. Damaged door winch assembly. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Test motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Failed visual inspection, the rotor drive belt was missing from assembly when returned. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6); rev. K, product ID: bi71000429, product ID: bi71000273, product ID: bi71000192, product ID: bi71000429, serial/lot #: (B)(6); rev. K, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to open around the patient, leading to the abortion of medtronic imaging. Troubleshooting steps included attempts to manually open the door, observing the system as off track, and efforts to align the rotor pin, which were unsuccessful. The system was lifted and shifted, and a another imaging system was brought in to proceed with the case. There is significant damage to the tractor drive and other sub assemblies within the gantry of the imaging acquisition system. Add info received : caused less than 1 hour surgical delay and navigation aborted.

Manufacturer narrative:
Additional info updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was occurred intra operatively and there was no reported impact on patient outcome.